Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that the patient went to the ed (emergency department) today because they started to notice clear fluid leaking from their spinal incision. The hcp decided to do same day surgery to explore the wound and ensure there was no sign of infection. During surgery, it was determined that the clear fluid leaking was csf (cerebral spinal fluid) as it seemed there was a gap around the anchor. The hcp added 3 more purse string sutures to tighten the fascia around the anchor and help stop the csf leak. There were no device issues, and there were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial#: (B)(6), implanted: 2024 (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: ubd: 23-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.